Manufacturer narrative:
Device evaluation: 1 x zebd-6-7 device of lot number c2019235 was not returned to cirl. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zebd-6-7 devices are subject to a visual inspection and functional checks to ensure device integrity. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-6-7 of lot number c2019235 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c2019235. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c2019235. It should be noted that the instructions for use (ifu0045) states the following: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization. Care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, which generated the kink observed on the device as it was being straightened and prepared for use. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. A possible root cause could be attributed to excessive force, which generated the kink observed on the device as it was being straightened and prepared for use. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 26-may-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
After opening the package, the user tried to straighten the pig tail of the stent with the provided straightener and the pig tail kinked. No contact with a wire guide. The procedure was completed by using another zebd-6-7 of the same lot#. No adverse effect on the patient has been reported. 1. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact during preparation prior to patient contact. 2. What was the target location for the stent? Biliary tract. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? N/a no contact with a wire guide. 5. Was the wire guide lubricated prior to use? Unknown. 6. Was the device at the centre of the complaint inspected for damage prior to use? No. 7. Was the wire guide inspected for damage prior to use? Unknown. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9. If yes please indicate the procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11. If not with the device in question, how was the procedure finished? Please see the description of event. 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? (Same procedure). 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16. Was a straightener used to straighten the stent? Yes. 17. (If any damages were confirmed prior to use)was the package damaged? No.